Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported inaccuracies in both the high and low directions and provided the following discrepancy: cgm was reading 150 mg/dl and blood glucose meter was reading at 107 mg/dl. The patient reported no use of acetaminophen at the time. The patient also reported insertion in the upper buttocks. The device is not indicated for insertion in upper buttocks at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.